Manufacturer narrative:
The returned device was evaluated and the investigation found the device ran into an 0x41 hazard alarm indicating an error in the spring connection with the commutator cap. A rotational sensor error was present in the download data. Upon opening the device, fluid was observed above the plunger indicating the o-ring is inadequate. The device was reset, connected to a pdm and delivered a 5-unit bolus with no issue. The inadequate o-ring contributed to the reported event. While a rotational sensor error was reported in the download data, the exact cause of the 0x41 hazard alarm could not conclusively be determined.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to over 400 mg/dl. As treatment, the patient removed the pod and administered manual insulin.